Event description:
It was reported the pt is experiencing an increased recharge burden. The pt is having to charge his ipg every other day. F/u info indicates surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
A 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.